Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the disposable inner cannulas have broken off at the top when twisted onto the trach tube. There was no patient injury.